Event description:
The customer reported that the stenoscop system would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The roller and stud assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.